Manufacturer narrative:
The investigation determined that an operator sustained a cut finger when manipulating the microwell incubator ring on the vitros 5600 integrated system. The operator immediately washed her hand. It was confirmed the operator did not need stitches. The customer stated that they were wearing gloves at the time of the event. The operator reported they are having lab testing done as a precaution, no long term consequences are expected.

Event description:
An operator sustained a cut finger when manipulating the microwell incubator ring on the vitros 5600 integrated system. There was no allegation of a serious or long term permanent injury. However, there is a potential that the operator might be exposed to blood borne pathogens and should be considered as a serious injury. Per medical consult from an ortho medical safety officer, a cut is not considered a serious injury unless it would affect the function of the finger/hand or if there was a chance in contact with biohazard materials through the cut. It was stated that the operator was having clinical laboratory testing carried out as a precaution, no long term consequences are expected. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).